Manufacturer narrative:
(B)(4) date sent to the FDA: 03/10/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a skin closure on (B)(6) 2016 and suture was used. Following the procedure the patient experienced severe inflammation, infection and had a severe allergic reaction to the suture. Additional information has been requested.